Event description:
It was reported that the user experienced recurrent low glucose readings while using ilet with dexcom g7, frequently pausing insulin delivery, and was advised by their endocrinology nurse to perform a factory reset; the user subsequently disconnected, rewound the pump, primed for drops, completed fill and resumed delivery, re-entered weight, and returned the system to bionic mode. Symptoms included hypoglycemia. Outcomes included user self-treatment with oral glucose and successful restoration of insulin delivery without hospitalization. Investigation included troubleshooting and user education on correct use of the pause feature and system setup. Investigation of this case revealed no device malfunction and suggested that incorrect or prolonged pausing of insulin delivery was a likely contributing factor to the hypoglycemia, with cause otherwise unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.